Event description:
It was reported that the camera head presented an intermittent image. The event was found during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: chipped connector tip based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additionally reported malfunction, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.